Event description:
The customer reported that during preparation for an ablation procedure while the pt was present, there was a problem with the temperature display. Another generator was used for the procedure. No pt injury occurred.

Manufacturer narrative:
(B)(4). To date, the incident generator has not been rec'd for eval. If the generator is rec'd, or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.